Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reports the unit is in-operable. No patient/user harm reported.

Manufacturer narrative:
B4: 17/aug/2018. G4: 14/aug/2018. D4: added device serial number (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18jul18. Customer wanted a quote for repair and assessment of the unit after their biomed replaced the o2 regulator. The unit will not pass the extended self test (est). The customer was given the requested quote and has declined service at this time. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Follow up #1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : device was not returned for evaluation.

Manufacturer narrative:
H10. Customer wanted a quote for repair and assessment of the unit after their biomed replaced the o2 regulator. The unit will not pass the extended self test (est). The customer was given the requested quote but declined service. No further information was provided. D4 - serial number provided. H4 - device manufacturer date added. H11. G1 - manufacturer contact office updated.